Event description:
It was reported via voluntary medwatch that the patient presented with pacing inhibition due to noise over-sensing, low pacing impedance, and failure to capture on the right ventricular lead. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145761.